Event description:
Surgeon reports an exchange nail performed due to chronic osteomyelitis. Review of patient x-rays shows I. M. Nail with no damage and one proximal interlocking screw. Surgeon choice to remove the I. M. Nail to care for patient infection. No indication of product defect.